Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
Doctor perforated the uterus with the blade and stopped the procedure. Doctor thought the hole was small enough that it would close on its own. No other information is available at this time and device is not being returned for evaluation.